Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator iris potentiometer was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a collimator iris potentiometer error at boot up.no pt injury was reported.